Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the lens came out sideways out of the autoloader. They were unable to use the lens. The procedure was completed on the same day by another unspecified lens with same diopter. Additional information has been requested, yet no new information received.